Event description:
It was reported by service report that the oxygen bottle holder does not hold tight when strapped in due to the rubber bumpers worn off. It was further reported the "lift here" label is illegible. It is unknown if there was patient involvement or if there are adverse consequences to report.

Manufacturer narrative:
Rubber bumper and lift here label.